Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit premature battery depletion (pbd). Approximately three months prior during a routine check, the device showed an estimated remaining longevity of one year. However, the patient heard beeping and returned to the clinic today for a check. Upon interrogation, the device is found to be on elective replacement indicator (eri), and the alert trigger was since (B)(6) 2022. Technical services (ts) was requested to review to have data from this device analyzed. Additional information was received that the physician elected to explant and replace the device while waiting for ts to review the data for the alert trigger and pbd. At this time, no additional information has been received from ts. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported. Additional information advised data analysis was performed, and engineering confirmed the date and time on the device had been changed significantly at a prior follow-up. Technical services (ts) provided information when the device was interrogated with past events including eri. Ts advised the diagnostic data shows normal voltage and power. Evidence suggests that the device was explanted due to the suspected contributory cause, pbd. This resulted in early surgical intervention. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The pg diagnostic data spreadsheet graph showed a cell depletion pattern that is consistent with normal battery depletion. Review of the memory log noted no suspicious fault codes or resets while implanted. Analysis of the returned product found the device's internal clock was incorrect. Additional information advised data analysis was performed, and engineering confirmed the date and time on the device had been changed significantly at a prior follow-up. At this point, it can be concluded that use error factors most probably contributed to the event.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit premature battery depletion (pbd). Approximately three months prior during a routine check, the device showed an estimated remaining longevity of one year. However, the patient heard beeping and returned to the clinic today for a check. Upon interrogation, the device is found to be on elective replacement indicator (eri), and the alert trigger was since (B)(6) 2022. Technical services (ts) was requested to review to have data from this device analyzed. Additional information was received that the physician elected to explant and replace the device while waiting for ts to review the data for the alert trigger and pbd. At this time, no additional information has been received from ts. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported. Additional information advised data analysis was performed, and engineering confirmed the date and time on the device had been changed significantly at a prior follow-up. Technical services (ts) provided information when the device was interrogated with past events including eri. Ts advised the diagnostic data shows normal voltage and power. Evidence suggests that the device was explanted due to the suspected contributory cause, pbd. This resulted in early surgical intervention. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported. The device has returned for analysis.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit premature battery depletion (pbd). Approximately three months prior during a routine check, the device showed an estimated remaining longevity of one year. However, the patient heard beeping and returned to the clinic today for a check. Upon interrogation, the device is found to be on elective replacement indicator (eri), and the alert trigger was since (B)(6) 2022. Technical services (ts) was requested to review to have data from this device analyzed. Additional information was received that the physician elected to explant and replace the device while waiting for ts to review the data for the alert trigger and pbd. At this time, no additional information has been received from ts. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported. Additional information advised data analysis was performed, and engineering confirmed the date and time on the device had been changed significantly at a prior follow-up. Technical services (ts) provided information when the device was interrogated with past events including eri. Ts advised the diagnostic data shows normal voltage and power. Evidence suggests that the device was explanted due to the suspected contributory cause, pbd. This resulted in early surgical intervention. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was suspected to exhibit premature battery depletion (pbd). Approximately three months prior during a routine check, the device showed an estimated remaining longevity of one year. However, the patient heard beeping and returned to the clinic today for a check. Upon interrogation, the device is found to be on elective replacement indicator (eri), and the alert trigger was since (B)(6) 2022. Technical services (ts) was requested to review to have data from this device analyzed. Additional information was received that the physician elected to explant and replace the device while waiting for ts to review the data for the alert trigger and pbd. At this time, no additional information has been received from ts. The explanted device is expected to return for analysis. Outside of the surgical procedure, no adverse patient effects were reported.